Manufacturer narrative:
The handpiece has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported while performing a cataract procedure, the surgeon was unable to use the torsional mode. The surgeon attempted to compensate by adjusting the power, but mode was still unavailable. Technical support services (tss) was contacted and advised the customer to replace the phaco tip and tune the handpiece again. However, the same lack of efficiency was noted in the torsional mode. The handpiece was switched out resulting in a delay of procedure for approx 4 minutes. The case was then resumed and completed without further complication. No pt injury was reported and the pt is recovering well.